Event description:
On (B)(6) 2009, the pt reported that the plunger of the insulin cartridge became stuck to the piston rod of the infusion device and a small amount of insulin spilled into the cartridge compartment. She was instructed how to remove the plunger from the piston rod and she dried the cartridge compartment with a cotton swab. She was educated how to properly perform the cartridge change procedure. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.